Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One drive cable was broken at the distal end and broken segments stuck out from the snake wrist. The wrist could not properly straighten and motion was no longer intuitive as a result of the breakage. The other wrist cables had become loose due to the drive cable breakage. Snake wrist discs exhibited a reddish orange discoloration on inner the surfaces. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si aortic valve resection procedure a wire was observed hanging out of the distal end of a thoracic grasper instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.